Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, the customer was admitted to the hospital for approximately 5 days. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.